Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rhino-laryngo videoscope had a failure to monitor acecide usage date expiration and continued to reprocess after detergent exp date. The event occurred during reprocessing. There was no patient involvement.

Event description:
No additional info from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.